Event description:
See initial report

Manufacturer narrative:
H.10: the erc was requested for a further investigation and it was not made available for return. The reported error message is displayed in case of a defective photoelectric barrier or an incorrect data transmission between the photoelectric barrier and the clamp control board due to a socket/plug connection of the photoelectric barrier. Since the error persisted even when device plugged to another socket, the most likely root cause of the reported event is a defective photoelectric barrier.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6), united states. A livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported error. The technician tried to move the plug of the device to another socket but the error still persist thus, he replaced the device with a new one. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that s5 erc tubing clamp / 500mm displayed an error code after the procedure. This issue was identified by a livanova field service representative during maintenance activtiy. There was no patient involvement.